Event description:
Same case as: 2134265-2008-001493, 2134265-2008-01495. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, heart attack, "clogged up" stents, and a 5 way bypass occurred. After having a heart attack, three unk size taxus express2 drug eluting stents were deployed in an unspecified vessel. Two years post the initial procedure, the pt had another heart attack. Three or four days later, the pt received a 5 way bypass "since all his arteries and stents were clogged up". Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.